Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump operated within product specifications. Mmdg was unable to replicate the complaint. Battery tests did pass and the pump alarmed appropriately during them. The pump history was reviewed, where mmdg was able to confirm that the pump did malfunction. Based on the pump history review, faulty batteries are suspected as the cause of the issue. The pump was serviced and returned to the customer.

Event description:
The initial reporter states that the pump shut off with no messages or alarms. They also stated that the patient did not have any adverse effects due to the issue. (B)(4).